Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The log file shows that no alarms or unplanned operator interactions occurred during the 28-minute procedure. The ac fluid detector, donor line fluid detector, line sensor, aps, return cps, and draw cps signals were analyzed, and nothing anomalous was found. The device was inspected a service technician and a functional checkout was completed. The investigation concluded that the device was working as intended and nothing anomalous was found. Disposables history of the separation set lot 2405291161 and plasma bottle lot 2403031001 were reviewed and there have not been any recalls for these lots. Investigation is in process; a follow-up report will be provided.

Event description:
The customer reported that following a donation on (B)(6) 2024 and they were notified on (B)(6) 2024 that an employee became aware of a notice of the donor¿s passing on social media.the employee had a personal relationship with the family and contacted them directly. They informed that after the donor donated on (B)(6) 2024 he had gotten home, started doing yardwork, and began complaining of chest pain. The donor was transported to the hospital and pronounced dead shortly after on (B)(6) 2024, due to cardiac arrest. There is no autopsy report available. The customer attempted to get information from the hospital however they declined to issue anything due to hippa laws. There were no alarms or adverse event recorded associated with this donation. Plasma screening test for rtti were completed. All results acceptable. The collection set is not available for return because it was discarded by the customer. Donation ID: (B)(6). This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Event description:
The customer reported that following a donation on (B)(6) 2024 and they were notified on (B)(6) 2024 that an employee became aware of a notice of the donor¿s passing on social media.the employee had a personal relationship with the family and contacted them directly. They informed that after the donor donated on (B)(6) 2024 he had gotten home, started doing yardwork, and began complaining of chest pain. The donor was transported to the hospital and pronounced dead shortly after on (B)(6) 2024, due to cardiac arrest. There is no autopsy report available. The customer attempted to get information from the hospital however they declined to issue anything due to hippa laws. There were no alarms or adverse event recorded associated with this donation. Plasma screening test for rtti were completed. All results acceptable. The collection set is not available for return because it was discarded by the customer. Donation ID: (B)(4) this report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The log file shows that no alarms or unplanned operator interactions occurred during the 28-minute procedure. The ac fluid detector, donor line fluid detector, line sensor, aps, return cps, and draw cps signals were analyzed, and nothing anomalous was found. The device was inspected a service technician and a functional checkout was completed. The investigation concluded that the device was working as intended and nothing anomalous was found. Disposables history of the separation set lot 2405291161 and plasma bottle lot 2403031001 were reviewed and there have not been any recalls for these lots. The device was inspected on sept. 3, 2024, and the machine performed as intended. Per follow up from the customer, autopsy report not available as it is not a coroner's case. Investigation is in process; a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, b.6, h.6 and h.11. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The log file shows that no alarms or unplanned operator interactions occurred during the 28-minute procedure. The ac fluid detector, donor line fluid detector, line sensor, aps, return cps, and draw cps signals were analyzed, and nothing anomalous was found. The device was inspected a service technician and a functional checkout was completed. After an initial visual inspection, it was determined that the machine has no physical damage. Auto-tests and fluid tests were performed and completed successfully. No alarms occurred while tests were performed. The machine performed as intended. Disposables history of the separation set lot 2405291161 and plasma bottle lot 2403031001 were reviewed and there have not been any recalls for these lots. The device serial number history report indicates no further related issues have been reported for this device. A disposable complaint history search was performed for this lot and found no other report similar occurrences worldwide. Based on the clinical and investigation findings, terumo bct global medical safety concluded that the rika device performed as intended, there were no suggested device failures, malfunctions, mislabeling, improper or inadequate design or manufacturing errors, nor was there any reported user errors that contributed to or caused these adverse events. Root cause: a root cause assessment was performed for this complaint. Based on the available information and the information provided by the customer, a definitive root cause for the donor death could not be determined. Possible causes include but are not limited to: * the donor's underlying disease state * an undisclosed medical condition.

Event description:
The customer reported that following a donation on (B)(6) 2024 and they were notified on (B)(6) 2024 that an employee became aware of a notice of the donor¿s passing on social media.the employee had a personal relationship with the family and contacted them directly. They informed that after the donor donated on (B)(6)2024 he had gotten home, started doing yardwork, and began complaining of chest pain. The donor was transported to the hospital and pronounced dead shortly after on (B)(6)2024, due to cardiac arrest. The customer attempted to get information from the hospital however they declined to issue anything due to hippa laws. Per follow up from the customer, the autopsy report not available as it is not a coroner's case. There were no alarms or adverse event recorded associated with this donation. Plasma screening test for rtti were completed. All results acceptable. The collection set is not available for return because it was discarded by the customer. Donation ID: (B)(4) this report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.